Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a neuro angiogram with placement of a flow diverter stent performed with 6 french right femoral access. Gaining access was initially difficult and multiple needle sticks and wiring attempts were made before access was obtained. The pre-closure groin angiogram showed the sheath was in the right superficial femoral artery. The vessel had no disease present and was greater than 4mm. It was decided to still angio-seal the arteriotomy site and a 6 french angio-seal was used. The closure was successful, and the procedure was a success. Approximately 36 hours later, the patient went to the emergency room (ER) with complaints of groin tenderness. A computed tomography angiography (cta) was performed and a hematoma and an approximately 2cm pseudoaneurysm was seen. The patient was hemodynamically stable, had a small drop in hemoglobin and no retroperitoneal bleed was seen on the cta. The neuro fellow requested pressure be held on the site, and they planned to contact ir about a possible thrombin injection. The ER gave the patient a medication called txa. Shortly after the medication was given, the patient had to go in for emergency endovascular thrombectomy for clotting in the new stent. After the procedure was finished, an angiogram of the right groin was completed and the pseudoaneurysm was visualized. The fellow stated that they believed that the origin of the pseudoaneurysm was at the angio-seal site. Ir was contacted about a thrombin injection to the pseudoaneurysm. However, when ir looked at the pseudoaneurysm, it had already clotted itself off and no intervention was needed. Unknown anticoagulation medications post stent placement was given. Hemoglobin drop of 0.7g/dl was given. Blood loss was less than 250cc's. There was temporary injury to the patient since the hematoma and pseudoaneurysm resolved itself. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. Additional information was received on 29 feb 2024: the other neurovascular fellow stated that he did not believe that the pseudoaneurysm originated from the angio-seal as reported. He believed that it was from one of the other access site attempts.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel due to multiple sticks (perforation) which resulted in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).